Event description:
Healthcare professional reported, rupture. Affected side unknown. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2a, d2b, d3, d4, d6a, d6b, g1, g4, h6.

Event description:
Affected side has been reported as left.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Device reported is non-abbvie device.